Manufacturer narrative:
The replaced portion of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. The report of low flow alarms and pump stoppages were confirmed based on the evaluation of the submitted system controller log file. The evaluation of the pump confirmed the report of suspected internal driveline wire damage that would have caused the low speed/pump stoppage events captured in the submitted system controller log file. Approximately 13.5 inches of the external portion of the driveline was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No major damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The pump was returned assembled. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. No depositions were identified inside the pump. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was returned with the driveline severed approximately 6.5 inches from the pump housing, and the severed portion was returned in two sections. A driveline repair site was present on the distal severed section. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate that would have been present during pump operation was identified. No major damage to the metal shielding was observed. Initial visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed current leakage in the insulation of the yellow wire that would have resulted in an electrical short. A second visual inspection identified a breach in the insulation at approximately 8 inches from the pump housing on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported pump stoppages would have occurred as a result of the exposed conductor contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient reported low flow alarms on the morning of (B)(6) 2017 while connected to the power module. The patient was reported as asymptomatic. Interrogation of the patient¿s lvad system revealed pump stoppages. It was reported that the patient had gained approximately 20 lbs. Since implant with a body mass index of (B)(6). The submitted x-rays were unremarkable and did not show any visible areas of concern. On (B)(6) 2017 the manufacturer¿s technical services and field clinical specialist found no open wires with the phase interrupter tests. A percutaneous lead (driveline) replacement was performed approximately 2 inches from the driveline exit site. Post replacement pump stoppages occurred. On (B)(6) 2017, the patient underwent a pump exchange.